Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen was dim and unreadable. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet completed. When the evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/30/2013 with the following findings: the original complaint was not duplicated when investigated. The pump booted on with a blank display screen, but did have audio tones and vibration. There was a crack found in the display screen.